Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A patient reported that several times while doing peritoneal dialysis using the homechoice (hc) device they forgot to open the patient line resulting in air bubbles in the line during draining which caused the patient to have to strain abdomen muscles to drain.